Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a slightly loose drive support disk. The functional testing could not be completed due to the alarms. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube window, broken battery tube threads, minor scratches on the display window and a missing end cap sticker.

Event description:
It was reported the customer received multiple compromised force sensor system alarms while priming. Customer's blood glucose was over 100 mg/dl. It was also found the customer's blood glucose declined to 34 mg/dl later that day. The customer also reported insulin was squirting out during the manual prime process. Troubleshooting found the customer's drive support cap appeared to be normal. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.